Manufacturer narrative:
Other text: b3: date of event and d4:UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a broken light emitting diode (led) light for the alarm. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: d10, h3, h6: event methods, evaluation, and conclusion codes: updated. One warmer device was received for investigation. During visual inspection the device was observed to have a reflux plug on the side of the unit, scuffed front cover, a couple blank labels, circuit board is missing a light emitter, line cord faded, missing tuv label. The power switch was positioned upside down so the front cover couldn't close correctly, and the device had hl-90 switch label instead of the hl-390 label it should have had. The reported issue was confirmed during the visual inspection which identified a broken light emitting diode (led). The investigation attributed this condition to user interface. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The circuit board, line cord, reflux plug, hl-390 switch label were replaced, and calibration and preventative maintenance were performed.